Event description:
As reported by the user facility: reports note written on pump saying it was infusion propofol at 80ml/hr. In 30 minutes later the pump was alarming and it said it was infusing tpn. Additional information received through medwatch report. "IV pump with propofol was infusing at 12 ml/hr. The rn not in the patient's room responded when alarm for alarm went off. The patient's bp dropped to the sixty's. When the nurse arrived to the room, she noticed that the propofol bottle was almost empty (this was a new bottle). The IV pump now said total parenteral nutrition (tpn) and was infusing at 81 ml/hr. The rn stopped the pump. The patient required a fluid bolus and the bp increased within 30 minutes. The pump was taken out of service and sent to biomed. There was no permanent harm to the patient. The pump was sent for evaluation to a third party consultant. Testing of the pump revealed a failure of two successive 'delivery accuracy' tests, but only by a fraction of a percent. No failure or discrepancies were found that would contribute to a gross delivery error."

Manufacturer narrative:
The clinical on-site assessment was conducted from (B)(4), 2011 through (B)(4) 2011 by b. Braun clinical personnel. During this assessment, all hospital shifts were covered and a total of 118 clinicians were included from 14 different areas of care. This assessment revealed no user related issues that could have led to this event. The purpose of the biomedical on-site assessment was to physically inspect all pumps within (B)(6), repair as needed and conduct preventive maintenance activities as defined by the b. Braun infusomat service manual. Over the course of 8.5 days from (B)(4) 2011 through (B)(4) 2011, b. Braun technical service technicians performed preventive maintenance of 578 pumps. While 25 pumps (x%) were repaired based on the findings of this assessment, it has been concluded that the reason for these repairs could not have contributed to this event or any similar events. Customer complaint investigation results: the pump was returned to b. Braun on (B)(4) 2011 for investigation. The pump log review shows that a tpm infusion was set up on (B)(6) 2011. On (B)(6) 2011, the user set up a propofol infusion in piggyback mode which ran to completion and then reverted back to the primary of tpn on (B)(6) 2011. The user then stopped the tpn infusion after 17 minutes. There were many stops/starts/purges/setting changes during the 3 days the pump was running; however, the log indicates the pump performed as programmed showing that the pump did revert from a piggyback of propofol to a primary of tpn after the piggyback infusion was completed. The pump was physically examined and there were no broken parts, including the anti-free flow clip catch, which is located on the pump door. The pump was them volumetrically tested 3 times at a rate of 80ml/hr with a vtbi of 40ml. The results were 100.0 percent, 100.0 percent and 100.0 percent of the expected volume, which is within the specification of 100 percent + or - 5 percent. In addition, there was no free flow condition that could be replicated with the door opened or closed. Based on the results of the complaint investigation, it has been concluded that the pump functioned as programmed and the event was related to user error. In addition to the testing that was conducted on the returned pumps themselves, various lot numbers of infusomat space pump IV tubing sets ((B)(4)) that were distributed to (B)(6) were also evaluated to eliminate the sets as a potential contributing factor. There were no visual anomalies identified and all dimensions analyzed were within the established specifications, including the space tubing segment of the sets. The tubing sets were also testing on a variety of infusomat space pumps at various infusion rates and each of the sets functioned as intended. Based on the results of the comprehensive investigation, it has been concluded that the pump functioned as programmed and the event was related to user error. These results have been reviewed with the reporting facility. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow up report will be filed.